Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a leak under the triple transducer module (ttm) and replaced all the tubing on the diff module to resolve the issue. The failure mode identified could, upon recur, cause erroneous results due to improper stabilyse or sample delivery to mix chamber or improper mix chamber operation.

Event description:
The customer reported that about 100 mls of diluent mixed with blood leaked from the lh750 at the bottom part of the flowcell and onto the counter. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous results were generated for this event.